Manufacturer narrative:
(B)(4). Catalog #igtcfs-65-uni-celect-perm. No device, imaging studies or hosp or med records have been available. Consequently, based on very limited info it is impossible to comment on the alleged shortness of breath and severe and persistent chest pain due to celect filter displacement which pt allegedly experienced after filter placement. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Summary of investigation: (B)(6) 2015, lot#e2788452 is received for this complaint. Lot# is manufactured and inspected according to (B)(4). Celect filter is manufactured and inspected according to (B)(4). No other complaints received on lot#e2788452 and no comment of relevance on work order or related celect filter lot numbers. The lot number info provided does not change the initial eval on this complaint, why the eval from (B)(6) 2015 is still valid.

Event description:
Description according to complainant: it is alleged that on (B)(6) 2012 the pt was admitted to (B)(6) hosp in (B)(6) due to deep vein thrombosis. There it was determined that an ivc filter would be implanted and the cook celect filter was inserted. There were no complications at that time. After the implant of the cook filter, the pt has been experiencing shortness of breath and severe and persistent chest pain due to filter displacement.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/15/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to dvt. Plaintiff allegedly already had a ivc filter in place before the placement of the celect filter on (B)(6) 2012. A CT report from (B)(6) 2014 noted that there are 3 legs of the filter (does not specify if it is the celect filter or the previously placed filter) that perforate the ivc. Plaintiff is alleging migration, tilt, other: risk of death, blood clot, mild heart attack.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, migration, tilt, chest pain, shortness of breath, risk: death + blood clot + mild heart attack.'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported chest pain, shortness of breath, and the risk: death + blood clot + mild heart attack is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. 30jun2017/aft: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, migration, tilt, risk of death, blood clot, mild heart attack, chest pain, shortness of breath'.